Event description:
It was reported that during a hemicolectomy procedure, the blade broke while the surgeon was using it. A new device was used to complete the case. No adverse pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.